Event description:
It was reported that the patient had a peripheral nerve evaluation (pne) interstim therapy trial. The trial was inconclusive and the patient did not get the implant. It was later reported that the patient had a stimulator trial procedure performed on (B)(6) 2013. It was noted that the patient experienced ¿hurt¿ during the procedure. It was also reported that the patient experienced feeling ¿so sick¿, dizzy, nausea and vomiting after the procedure. It was noted later that afternoon of the procedure, the patient went to the emergency room after the patient checked blood pressure. The reading was at 240/100. The patient were given shots for blood pressure and nausea and it was noted that it did work. It was noted that the patient blood pressure continued to increase and the patient went back to the emergency room three days after the procedure. It was noted the next day that the patient went to see the healthcare provider and the¿wires¿ were removed. The patient later had blood pressure checked by another healthcare provider and the blood pressure readings were lowering every ten minutes. It was noted that the patient¿s blood pressure has been stable as of (B)(6) 2013. Additional information received reported that the trial was inconclusive due to the patient turned the stimulator box off within 24 hours of the therapy. It was noted that the patient experienced high blood pressure during the trial. It was also noted that the patient referenced that the test may have caused the high blood pressure. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown. Product type: lead. (B)(4).

Event description:
Additional information received reported that the patient started the trial on (B)(6) 2013. The patient called the clinic on (B)(6) 2013 complaining of nausea, dizziness, vomiting, and high blood pressure. The patient had a follow-up appointment on (B)(6) 2013, but the patient cancelled the appointment. The healthcare provider (hcp) had not seen the patient since. It was unknown if the symptoms were considered device related.